Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2lzle implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance was unknown. As for actions taken, the lead was explanted and replaced and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2lzle, implanted: (B)(6) 2023, explanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was a high impedance issue; greater than 4000 on all 4 electrodes. In the operating room, each electrode was tested with the j-hook independent of the ins and no motor responses up to 6ma. The lead was replaced. The doctor did not connect the new lead to the ins to determine if the issue was strictly related to the lead so it was unknown if the ins was actually part of the issue. The cause was not known.